Event description:
A site reported to rxsight that a bilaterally implanted patient had a light adjustable lens (lal, sn (B)(6), +20.5d) explanted from the left eye (os). The explanted lal was replaced with another lal (sn (B)(6), +20.0d). Rxsight's first awareness of this event was on (B)(6) 2023. Reference MDR 3012712027-2023-00113 for the report on the right eye (od).

Manufacturer narrative:
The physician reported to rxsight that the patient did not return for completion of light treatments after 2 initial adjustments had been completed. During the ensuing 5 month period, the patient reported being noncompliant with wearing rxsight uv protective eyewear, including during a long bike ride, after which they noted reduced vision. A central polymerization zone was subsequently observed on the lal via slit lamp retroillumination (consistent with noncompliance with rxsight uv protective eyewear). The lal's were explanted in both eyes and new lal's were implanted. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).